Event description:
This is the second of two reports (same product problem, same facility, same patient). Linked to mfg report: 3004608878-2016-00242. A report was received that the a1059 mayfield modified skull clamp was being used on a patient undergoing a posterior cervical procedure when the surgeons felt movement of the head and audible clicking. The patient was in prone position at the time and the surgeon was putting the rods in the patient. There was no patient injury or death alleged and no revision or medical intervention was required. The incident delayed the procedure by 20 minutes.

Manufacturer narrative:
Integra completed its internal investigation 11oct2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: the device(s) involved in this complaint were not sent in for inspection nor were the lot#'s provided. Most likely/suspected lots were reviewed. No abnormalities relate to reported incident found. No manufacturing or design related trend has been identified. Conclusion: in summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined.